Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope image is not displayed due to breakage of image guide (ig) bundle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the image is not displayed due to breakage of image guide (ig) bundle. Based on the results of the investigation, the most probable cause of the additional failure(s), indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.